Event description:
Pca pump erroneously displayed a 2-minute time period for (7) narcotic injections, where the actual time period was approximately 1 hour, as programmed. Erroneous displayed info caused narcan to be given to the pt.